Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. The patient was on warfarin medication at discharge the following day. The 45-day routine follow up appointment was delayed due to patient scheduling issues. 78 days post index procedure, the patient was evaluated for their follow up appointment and transesophageal echocardiogram (tee) revealed a large, mobile, device related thrombus on the face of the closure device. The international normalized ratio (inr) was 5 at the time of the follow up appointment. No additional interventions were reported.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. The patient was on warfarin medication at discharge the following day. The 45-day routine follow up appointment was delayed due to patient scheduling issues. 78 days post index procedure, the patient was evaluated for their follow up appointment and transesophageal echocardiogram (tee) revealed a large, mobile, device related thrombus on the face of the closure device. The international normalized ratio (inr) was 5 at the time of the follow up appointment. No additional interventions were reported. It was further reported that pre-procedurally, the warfarin was discontinued 24 hours prior, and then resumed post index procedure and the patient had been therapeutic and compliant to the medication regimen. The physicians decided to keep the patient on warfarin in response to the thrombus.

Manufacturer narrative:
B5: information added. H6: code updated from no health consequences or impact to medication required. H6: conclusion result code updated.